Event description:
The customer indicated that they observed a false negative test result with rh type testing of a weak d sample performed on the ortho provue. If the falsely graded results were released, the risk of death or serious injury would not be remote. The test results did not match those obtained with an alternate method, preventing erroneous results from being reported.

Manufacturer narrative:
Testing of returned samples confirmed that the patient was a weak d. No definitive root cause could be determined for the negative result observed by the customer. A field engineer visited the site and made adjustments to the camera. These repairs have returned this analyzer to expected operation. An incident of this nature has not recurred since the repair.